Event description:
The user alleges multiple events of when pushing forward on the plunger to expel air plungers are sticking and moving too slowly. The sample shoots out all over patient and on the analyzer. No blood exposure to caregiver. Filter-pro comes off. No treatment due to this issue.